Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. In this case, it appears the decision to abandon positioning the foot against the vessel wall and remove the prostyle device from the patient anatomy was based on the physician¿s judgement of the situation and prioritizing the patient¿s care. The noted kink on the device guide / sheath was likely due to patient anatomy or possibly user technique (high angle of insertion, excessive downward force; aggressive downward or torsional pressure by user). There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle device after a percutaneous transluminal angioplasty (pta) procedure using a 6f sheath. Reportedly, after the device was advanced in the artery and the foot was opened, the device was unable to be pulled back against the arterial wall. As the patient "was very sensitive to pain", a decision was made to park the foot of the device and remove it from the patient anatomy. As the prostyle device was being removed, a kink in the device was noted which was reportedly due to patient anatomy. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.